Event description:
Title: risk factors associated with complications in rhinoplasty using polydioxanone plates. The aim of this retrospective study was to analyze factors affecting short- and long-term complications in patients undergoing septorhinoplasty using pds plates with a particular focus on smoking and diabetes. A total of 119 patients who underwent a rhinoplasty with or without septoplasty using a pds plate (ethicon) between january 2010 through june 2020 were included in the study. In the authors' practice, they use 0.15 mm pre-perforated plates or a 0.25 mm pds plates and use a 2 mm punch biopsy to create perforations. Reported complications include: early complications (infection, hematoma, extrusion, and septal thickening) (n=11) and late complications (septal perforation, obstruction, infection, and the need for revision) (n=34). In conclusion, current smokers undergoing septorhinoplasty with a pds plate showed a statistically significant association with early complications and large but not statistically significant association with late complications. Diabetic patients were not found to have an increased complication risk.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: aesth plast surg (2023) 47:2579¿2584. Https://doi.org/10.1007/s00266-022-03189-8.